Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The x-stage over was replaced and the issue was resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the x-stage cover is bent beyond repair.